Manufacturer narrative:
(B)(4). The reported event is confirmed, as the returned bearing has significant inferior wear, indicative of abrasion against the glenosphere. This visual abrasion confirms the migration of the glenosphere, and is evidence of disassociation. There appears to be bone tissue embedded in the bottom of the taper adapter where it had been impacted into the baseplate. The baseplate shows cosmetic damage, likely from explantation, as well as bone ingrowth into the porous coating. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A compatibility check was reviewed and no issues were noted for the reported products but an unknown component which is not compatible with the products was returned. The non-compatible screw could have possibly caused the disassociation reported. However, it is not known if this non-compatible screw was implanted, or where the screw came from as it is not a device from the system. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-02775, 0001825034-2017-04973, 0001825034-2017-04976, 0001825034-2017-04977, 0001825034-2017-04978, 0001825034-2017-04979. The device has been received by zimmer biomet (B)(4) for evaluation. Once the investigation is complete, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient underwent a right total shoulder arthroplasty revision approximately four months post-implantation due to disassociation of the taper from the baseplate. Additional information received in revision operative notes, also notes the patient was experiencing pain and a grinding sensation prior to revision. During the revision, significant liner erosion was noted, and the baseplate was found to be loose, with marked glenoid bone deficiency. All components, except the humeral stem, were removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive primary stem, catalog#: 113617, lot#: 909350; comprehensive reverse shoulder glenosphere, catalog#:115316, lot#:321870; comprehensive reverse tray, catalog#:115370, lot#:910010; comprehensive reverse central screw, catalog#: 115396, lot#: 399510; comprehensive lock screw, catalog#: 180550, lot#:808790; comprehensive non-locking screw, catalog#:180560, lot#:119660; comprehensive non-locking screw, catalog#:180561, lot#:224880; comprehensive reverse shoulder steinmann, catalog#:405800, lot#:193340; comprehensive reverse drill, catalog#:405883, lot#:562300; arcom xl humeral bearing. Catalog#:xl-115363 lot#:169800. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02773.

Event description:
It is reported the patient underwent a right total shoulder arthroplasty revision approximately four months post-implantation due to disassociation of the glenosphere from the baseplate. All components, except the humeral stem, were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.